Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead was repositioned a month after the implant procedure due to dislodgement. No additional adverse patient effects were reported.